Event description:
It was reported that a spectrum iq infusion pump had failed downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, failed downstream occlusion, was not reproduced. The device was tested for downstream occlusion detection and passed; however, the force sensor was found out of calibration and lower than intended range, which can contribute to undetected downstream occlusion alarms. A review of the history log revealed multiple events of "downstream occlusion!" Alarms however test failures cannot be determined through the history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor was found out of calibration and lower than intended range. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.